Event description:
Reference number (B)(4). Event occurred in greece. It was reported that the patient faced an infusion set tubing detached event on (B)(6) 2025 from tubing connector. Infusion set was used for one day. The insertion site was the right abdomen. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: greece. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.